Event description:
On (B)(6) 2022, I was attempting to put on one of the n95 masks I had purchased from aidway personal care, when it just split part way up the center seam of the mask from the chin area up to the lip area. I tried leaving a voice message with aidway as well as a web message asking if this defect was an anomaly or a recurring problem with their masks. However, I have not received any response yet. This is a critical ppe failure, and I no longer know if it is safe for me to use the rest of the masks I purchased from this manufacturer. I reported the lot number to them which is 1104210102w. FDA safety report ID# (B)(4).